Event description:
A user facility reported a pt developed an abscess in the throat following the use of an lma that was inappropriately cleaned in vestasyde, a phenol containing cleaner. The pt was treated with antibiotics and symptoms improved. The product labeling warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. Proper cleaning procedures were reviewed on site by an lma north america medical rep and the affected devices have been removed. No further incidents have occurred since this site changed its cleaning protocol.